Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, and after reset error did not recur and sensor session was successfully started, with no additional concerns reported.